Event description:
During a totaror cuff repair with a margina convergence, the tip of the needle broke off in the patient's tissue. Tip could not be retreived despite efforts to find and remove it. The surgeon felt that the needle did not hit any bone or other osseous tissue. Sales representative for smith & nephew stated that the surgeon was suturing without issue when he went to reload with the suture and noticed the tip of the needle was missing. It took about fine-minutes to locate the tip without success. An additional needle was loaded and used to complete the repair. The surgeon felt trying to find the small piece would be impossible.